Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a sensor error which occurred 6 days after sensor insertion into the arm. On 09/17/2024, the patient¿s cgm was reading 82 mg/dl, and the bg meter was reading 57 mg/dl. The patient was in ¿diabetic shock¿ and lost consciousness. Emergency medical service (ems) was called. Once ems arrived, the patient¿s bg meter reading was 32 mg/dl and the patient¿s cgm was reading ¿sensor error¿ at this time. Ems treated the patient with 2 injections of glucagon. The patient regained consciousness after approximately 15 minutes. After treatment, the patient¿s bg meter reading was 126 mg/dl and the cgm device was still reading ¿sensor error¿. The patient was feeling fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.